Manufacturer narrative:
The customer ran the sample using the extend dp assay with the same reagents and the results suggested a definitive anti-jka. Heterozygous jks cells 3 and 14 showed a 4+ reactivity. The presence of the jka antigen was confirmed on retention capture-r ready-ID (crrid), lot id084. Customer sent sample for investigation testing. Testing was performed with the sample and retention crrid, lot id084. No unexpected negative reactions were observed. The sample exhibited moderate to strong reactivity with all jk(a+) and k+ cells. K+/ jk(a-) cells were nonreactive, as expected. Due to limited sample volume and the 4+ hemolysis observed in plasma, galileo testing was not performed.

Event description:
Customer reported unexpected negative reactions when testing a patient sample on galileo using capture-r ready-ID; an anti-jka was nonreactive with some cells in the abid assay.